Manufacturer narrative:
There was no allegation of a device defect or malfunction during the endoanchor implant procedure, which was reported as acutely successful. The type of endoleak leading to rupture was not reported; therefore, any potential relationship to the endoanchors is unk.

Event description:
Endoanchors were implanted (B)(6) 2014 in a revision setting for type la endoleak. Pt was (B)(6), asa class IV. Previously placed graft was a medtronic endurant (original implant date unk). Cuff was placed and then 10 anchors through the cuff likely through the cuff and the prior main graft together since migration was not noted). Revision procedure was noted as successful (no residual type 1a leak). Patient reportedly presented to the emergency department on (B)(6) 2015 in a diaphoretic and hypotensive state, complaining of persistent right lower quadrant pain associated with nausea and vomiting. Supportive care and pain medication was administered, which improved the pt's condition acutely. The pt then became unresponsive and a CT scan was reported to indicate aaa rupture from an (unspecified) endoleak with blood in the abdominal cavity. Transfusion was initiated but the pt expired in the emergency department before transfer to another hospital for emergent surgery could occur. No autopsy was performed.